Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6945-65 lead implanted: 2001 (B)(6); 5076-45 lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported by the patient¿s ex-spouse that the patient is deceased. Per the family member, the cause of death per the death certificate is sudden cardiac death. It was further reported by the family that ¿per the funeral home and per the hospital they said, the device malfunctioned, it did not go off. They said it didn¿t function at all, it failed to kick in¿. The patient was noted to have been in and out of the hospital for the last four months due to heart and kidney issues. The patient had been on dialysis earlier that day and was returned to the nursing home. The patient is reported to have been found at the hospital in cardiopulmonary arrest. Emergency services were notified and resuscitation was attempted. The patient is reported to have been taken to the hospital where the patient died. Additional information obtained from the cardiovascular clinic reported that the patient had been seen one week prior to the date of death for ¿incessant¿ ventricular tachycardia (vt) and the device system was functioning appropriately at that time. The clinician reviewed the hospital records and reported there was no information in the emergency record noting or indicating a device malfunction. The patient was noted to have been in cardiopulmonary arrest and rhythm was asystolic upon arrival to the hospital. No post mortem interrogation is reported to have been performed. The clinician further reported that the patient¿s hospital record noted critical potassium level of 1.9.